Event description:
A needlestick occurred from a needle sticking straight up inside the sag 4822-t sharps container, and a nurse received a deep scratch on the right hand thumb from an insulin syringe while attempting to deposit a needle. The needle did not protrude through the container. Contact stated that this was not caused by the device, but simply a 'freak accident'.